Event description:
It was reported that there was "material break of the coating in the area of catheter tip at a length of ca. 7cm. On one of the breaking points, the metal coil protrudes from the catheter body with a ca. 3cm."

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction; therefore, it is reportable. Evaluation: one damaged spring wire guide was returned for evaluation. The returned swg was partially unraveled. Enlarged coil spacing & a separated core wire were observed approximately 1 cm from the j tip. Both welds were intact & no pieces appeared to be missing. The location & appearance of the damage to the swg is characteristic of damage caused by withdrawing the guidewire against the needle bevel. The products instruction booklet (B)(4) contains suggested procedures for inserting & removing the swg & warnings to minimize the likelihood of swg damage during use. Specifically, the practitioner is warned not to withdraw the swg against the needle bevel or use excessive force in removing the guidewire. The report of a broken swg was confirmed through evaluation of the returned sample. However, the potential cause of this issue is incorrect user technique, since it appears that the swg was withdrawn against the needle bevel.